Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Initiation information and repair checks indicated that the terminals of the electrical contacts inside the video connector were bent. Therefore, it was likely that the connection with the endoscope could not be made properly, communication failure occurred, and images could not be output normally. As for the process leading to the failure, since it had been six months since the manufacturing of the device, the connector was damaged to excessive load at the time of connection, or it may have malfunctioned due to the electrical contact terminal inside the video connector of the opponent's side due to deformation or peeling of the electrical contact terminal on the endoscope side that was used.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There were bent pins inside the connector receptacle socket which caused no image while being tested with ltf-v3.otv-s7 and otv-s7h-1df08e scopes. The receptacle board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, it was found that the visera elite video system center had bent pins and there was no image. No patient harm reported.